Event description:
Event description cpi received information that endotak transvenous defibrillation lead was an attempted implant. At the implant procedure the lead had inadequate signal input and high impedance measurements, also noted was no pacing through the lead. The physician elected to replace this lead with a another of the same model.